Event description:
It was reported during the procedure the doctor completed "two sites," but then received a blue screen and a message stating "replace handle." This happened two times, so the procedure was aborted. No further information was reported.

Manufacturer narrative:
(B)(4).